Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the polys would not seat into final implant. There was a delay of approximately ten minutes. Could not verify the polyethylene was seated. Affected side: right knee.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the polys would not seat into final implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed signs deformations and marks on the surface which are typical for an insert that has attempted to be implanted. The sigma ''high performance partial knee' unicondylar surgical technique (dsus/jrc/1114/0582 rev. 3), provide guidance to for a correct final implantation steps to be followed. Following these steps will successfully locking the insert into the base as intended, preventing the uni insert to be damaged. The observed damaged condition suggests an improper alignment when trying to introduce the uni insert through the tibial base locking edge. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A functional test was not performed since mating device was not returned for evaluation. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hp uni ins sz3 8mm rmll aox would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: d10 (concomitant). Corrected: h3.